Manufacturer narrative:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters. As such, this event no longer meets the reportability requirements.

Event description:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.